Event description:
As reported by the sales rep per the user facility: a nurse completed insertion of the introcan, then proceeded to dispose of the stylet in the sharps container. The stylet bounced off the sharps conatiner, flew back, then the nurse sustained a needle stick. When the stylet was assessed, the needle tip protruded through the clip. Additional information provided by the facility indicated the nurse is fine, and all protocol bloodwork results are negative to date. The sample has been sent for evaluation.

Manufacturer narrative:
The actual device has not yet been made available for the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries. If the actual device is received, a follow-up report will be filed.